Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges the patient suffers from metal ions and particles released into blood and tissue because of friction and wear; pain, discomfort, inflammation, popping and snapping sensation when walking or sitting. Update 12/29/15- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported constant pain, infection and patient unable to walk and the right hip did not heal like the left hip. There was no documentation of infection within the medical records reviewed at this time. Infection will not be reported at this time but the complaint will be updated as appropriate. There were no lab result reports for metal ions. There was no revision surgical report but pfs reported revision date to be (B)(6) 2010 and complaint will be updated with revision date. Stem will be added to complaint for allegation of metal ions. Part/lot updated the complaint was updated on: jan 20, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.